Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device would not pump, and the patient has inadequate stimulation. During the procedure it was noticed that the device was unable to inflate due to a lack of fluid. The origin of the fluid leak was not identified, and all components were removed and replaced. No patient complications were reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device would not pump, and the patient has inadequate stimulation. During the procedure it was noticed that the device was unable to inflate due to a lack of fluid. The origin of the fluid leak was not identified, and all components were removed and replaced. No patient complications were reported.